Event description:
It was reported that the strata valve was found to have tear on it before implantation. It was also reported that there was no patient involvement or impact.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested and inspected at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was patent. It met all of the requirements for the siphon, reflux, leakage, preimplantation, and pressure-flow tests. Additionally, there were no tears observed on the valve. Therefore the conditions of the complaint could not be verified by laboratory personnel. A review of the manufacturing records showed no anomalies. (B)(4).